Event description:
It was reported that during a breast biopsy, the holster caused a green cable error code after six samples had been taken. After changing probes and taking several samples, the holster made a loud noise and then caused the error code. The case was aborted, but enough samples had been taken for a diagnosis. There was no patient consequence reported.

Manufacturer narrative:
Information was not provided by the initial contact. Information is not available. Evaluation summary: the unit was received with blemishes on all sides and a screw from the bottom frame missing. The analysis results found that the holster displayed l3-002 green cable error during initialization of the functional test caused by the pcb board being out of calibration. The top and bottom frame has paint peeling off. The safety latch will not engage properly because the lever is bent. The tie strap and e-clip were damaged during disassembly. The encoder is not working properly. The holster was functionally tested and found to operate properly. No conclusion could be reached as to what could have caused this incident. The service history record has been reviewed and has passed qa inspection.